Event description:
Additional information received noted patient dyspnea and chest pain.

Event description:
It was reported during in clinic follow up that the atrial lead had dislodged. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.